Manufacturer narrative:
Date of event not provided by the complainant. Product name unk; product unspecified. Product common name unk; product unspecified. Lot number not provided by the complainant. Product expire date unk as lot number not provided by the complainant. Product catalog number unk as product unspecified by complainant. Surgeon name not provided by the complainant. Implant date not provided by the complainant. The 510k unk; product unspecified. As requested by the FDA, we have made note of the product code. The product code listed is not necessarily the product code assigned to the device 510k, but rather the product code that seems the most appropriate based on the surgical procedure in which the product was implanted. Product manufacture date unk as lot number unk. Root cause inconclusive due to lack of details provided by the complainant. MDR related to MDR #1835959-2014-00089. Investigation into this claim has included a review of the claim allegations, and all other communication and investigation into this report/claim is being handled by our attorney. Based on the information provided by the complainant, details regarding a specific correlation between the unspecified cook pelvic floor repair product's performance and the alleged injury remain unk. A root cause of the claim allegations is inconclusive due to lack of details provided by the complainant. All other matters relating to this litigation are being handled by our attorney. If/when additional information is obtained, that alters our conclusion to this complaint, a follow-up MDR will be filed.

Event description:
The pt was reportedly implanted with an unspecified cook pelvic floor repair product on (B)(6) 2010, at (B)(6) hospital, (B)(6) by (B)(6), m.d. To treat her pelvic organ prolapse and/or stress urinary incontinence. The pt and her attorney have alleged that as a result of this product being implanted in the pt, the pt has experienced pain, injury, and has undergone corrective surgery. The following information was not provided by the complainant: specific information of the alleged injury, specific information regarding whether intervention was performed, specific information regarding why intervention was performed or what type / to what extent intervention was performed, specific correlation between device performance and alleged injury, current pt status.